Manufacturer narrative:
(B)(4). Date sent to FDA: 5/2/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No information. Was the ampoule crushed repeatedly? No information. Did the glass penetrate the user¿s skin? Yes, it did. What was done to treat the shard penetration? Bandaid was applied and other medical intervention was not performed. Was medical or surgical intervention required? No. What is the status of the surgeon injury today? No information.

Event description:
It was reported that the surgeon performed an inguinal hernia repair procedure on (B)(6) 2017 and the topical skin adhesive was used on the patient. During the procedure, when the doctor cracked the glass ampoule, a broken piece of the glass ampoule protruded from the applicator. The doctor pricked his finger on the broken piece. A bandaid was applied and no other medical intervention was performed. The doctor opined that he had cracked the glass ampoule correctly. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
The actual device was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The applicator shows signs of force since the butyrate tube looks deformed like when squeezed to dispense the adhesive. The filter is purple in color due to contact with formulation. The applicator shows a yellowish color on the bulb. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿